Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant disengaged from the implant holder, during the surgical procedure. No harm occurred to the patient as a consequence of this event. The surgery was completed using another implant.